Event description:
The hospital ICU staff attempted to use the device to administer countershocks to a patient through disposable combination electrodes. The patient had been admitted for chest pain and was diagnosed in cardiac arrest. The defibrillator allegedly failed to discharge each time the operator pressed the shock button. The operator also reported observing excessive artifact in the paddles lead. A backup defibrillator of the same model was made available and used with the same disposable electrodes with no problems reported. The patient was resuscitated.